Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 316 mg/dl. It was also reported that the cartridge was leaking from unknown location. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.